Event description:
It was reported that a user expressed concern about receiving too much insulin with meal announcements while using the ilet during the learning period and reported fluctuations in glucose with a reported high glucose of 289 mg/dl and low glucose at 39 mg/dl that were discussed with a clinician and addressed with troubleshooting and education, including guidance on snacks and algorithm use. Investigation of this case revealed no device malfunction and that the event was consistent with expected glycemic variability during early algorithm adaptation and user-specific meal announcement practices. No clinical symptoms associated with hyperglycemia/hypoglycemia reported. Outcomes included low glucose that was self-treated with oral glucose without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.